Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique during peritoneal dialysis therapy. The break in aseptic technique was further specified as the patient's cat was present in the room during therapy and bit a hole in the patient line of the cassette. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who had a hole in the patient line of their cassette. The damage was found during fill six of six of peritoneal dialysis therapy on the homechoice device. The patient was connected to the patient line at the time of the event. It was further reported that the damage was due to the patient¿s cat which bit a hole in the patient line. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. Additional information is not available.